Manufacturer narrative:
This report was initially submitted following notification from a customer in canada regarding a misidentification of streptococcus species as klebsiella pneumoniae in association with the vitek® ms instrument (ref 410895, serial (B)(6) ). Despite requests made, the customer was unable to provide any lab reports, patient details, nor the strain to biomerieux for investigation. A proper investigation into the source of the misidentification could not be completed due to the limited information available. Without the customer¿s raw data, no investigation can be performed.

Event description:
A customer in (B)(6) notified biomérieux of obtaining a misidentification of a streptococcus species as klebsiella pneumoniae in association with the vitek® ms instrument (B)(4). The customer initially obtained an identification of klebsiella pneumoniae, but the morphology observed on the culture plate did not match that of klebsiella pneumoniae. The isolate was analyzed again with the vitek® ms and an identification of a streptococcus species was obtained. The customer could not recall which species was included in the final result, but stated that the result matched with the morphology observed on the culture plate. No incorrect result was reported to the physician. There was a delay in reporting results, but the delay was not >24 hours. There is no indication or report from the laboratory that the misidentification led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.